Event description:
The customer reported the balloon broke after only 7 days of use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated the product met all manufacturing specifications. No sample was received for evaluation: however, 2 photos were provided. The photos were reviewed and the reported condition was observed; however, a root cause could not be determined by reviewing the photos. A review of the manufacturing process showed all processes and controls were followed correctly. We will continue to monitor and take actions as applicable.